Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient suffered a burn while using a blanket post-operative. It was confirmed that there was no abnormality in the testing related equipment.